Event description:
It was reported that the patient had quit charging her device and was then unable to charge. Interrogation of the device with the 8840 physician programmer was unsuccessful, and a first-time overdischarge was suspected. The patient indicated that she had wanted to continue with a rechargeable system, and her physician decided to change out the battery. No patient symptoms or injuries were known to be related to this event.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4). Analysis results were not available at the time of this submission. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery capacity was reduced due to over discharge. The ins was received in an over discharged condition. Telemetry was restored after performing two physician mode recharges. According to the trace report taken from the ins, there was one over discharge count. The last recharge session performed was on (B)(6) 2010. The battery depleted to the lock mode on (B)(6) 2011. The ins functioned properly after the telemetry was restored, but the battery would deplete rapidly due to battery damage caused by the over discharge.